Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: 2 microcatheters (details unknown); coils (details unknown).

Event description:
As reported in a literature article (cho, y.d. Et al. ¿stent-assisted coil embolization of posterior communicating artery aneurysms¿, american journal of neuroradiology, (2013 nov-dec);34 (11):2171-6. Doi: 10.3174/ajnr.a3541 conventional angiography performed 12 months after the index procedure to treat an aneurysm of the pcom artery showed an occluded aneurysm and distal enterprise stent (enf452212/lot unknown) migration as shown in figure 5. The aneurysm was wide-neck pcom aneurysm that mostly incorporating the orifice of the pcoma (pcoma origin at the ica forms an acute angle). During the procedure an unknown microcatheter for stent delivery was introduced into the pcom, while a second microcatheter for coil delivery was advanced into the sac of the aneurysm. Then, the enterprise stent (encf452212 was deployed via the pcoma (aligning the proximal portion of the stent with the neck of the aneurysm) and coils were inserted successfully under stent protection.

Manufacturer narrative:
As reported in a literature article (cho, y.d. Et al. ¿stent-assisted coil embolization of posterior communicating artery aneurysms¿, american journal of neuroradiology, (2013 nov-dec);34 (11):2171-6. Doi: 10.3174/ajnr.a3541 conventional angiography performed 12 months after the index procedure to treat an aneurysm of the pcom artery showed an occluded aneurysm and distal enterprise stent (enf452212/lot unknown) migration as shown in figure 5. The aneurysm was wide-neck pcom aneurysm that mostly incorporating the orifice of the pcoma (pcoma origin at the ica forms an acute angle). During the procedure an unknown microcatheter for stent delivery was introduced into the pcom, while a second microcatheter for coil delivery was advanced into the sac of the aneurysm. Then, the enterprise stent (encf452212) was deployed via the pcoma (aligning the proximal portion of the stent with the neck of the aneurysm) and coils were inserted successfully under stent protection. The article reported that the vessels measurement were from 1.7- to 2.1-mm and a range of mean, 1.9 _ 0.1 mm. The device remains implanted and is not available for analysis, and no lot number was provided, therefore no DHR could be conducted. The stent remains implanted. Stent migration is a known potential adverse event associated with the use of the enterprise vrd as outlined in the instructions for use (IFU). With review of the available information it is noted that it was reported that the device was implanted in a vessel with a diameter less than the recommended size of 2.0-4.0mm. Vessel size with taper sections and aneurysm neck characteristics are factors that may have contributed to the event. A large differential in diameter between the proximal and distal segments of the parent vessel as outlined in the IFU is a factor that may increase the risk of stent migration. It appears that clinical factors may have impacted the stent migration. No DHR could be conducted because no lot number was available, therefore no corrective actions will be taken at this time.